Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction characterized by redness, burning, and soreness, which extended beyond the patch area on the same day the wearable was inserted into the arm. Four days later on (B)(6) 2025 as the symptoms persisted, the patient contacted a doctor via email. The reaction was treated with a prescription of keflex, an oral antibiotic, to be taken four times a day for five days. There was no further medical intervention documented. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).